Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that during a test by customer, following the replacement of the system board, a ventilator inoperative condition occurred. There was no harm or injury reported. A material only service order has been arranged for shipment of a replacement blower assembly to address the issue.